Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 5 seconds duration time, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.